Manufacturer narrative:
Philips service replaced the geo module wp kit and power inverter (point) certeray, and follow-up work was scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent system not ready error occurred due to point failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.